Event description:
Intermittent noise was noted on the atrial lead. Physician is aware and will continue to follow; no changes or plans to revise lead at this time. There were no adverse patient effects reported for this patient. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.